Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer went to the emergency room and received intravenous fluids of saline. Customer was released from the emergency room later that same day with issue resolved and no permanent damage. Customer updated their pump settings to address the event.